Event description:
Information received from a consumer reported that the patient was implanted on the day of this report and was instructed on how to use the device while they ¿were still rocky at best.¿ the consumer stated that the unit was not running at all and the patient was not getting any pain relief. It was recommended that the consumer and patient work with their healthcare provider (hcp) office. However, the consumer stated that they wouldn¿t leave the hospital until someone returned to better instruct them on the devices. No further information was provided regarding the outcome of this event. Indications for use are spinal pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.